Manufacturer narrative:
The sensor was successfully removed on the second attempt on (B)(6) 2020. The high rate of inability to remove sensor is being addressed under CAPA (B)(4). No further investigation was found necessary.

Event description:
On november 18th 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt and sensor was successfully removed on the second attempt.